Manufacturer narrative:
Investigation results: conmed linvatec received this shaver blade for evaluation and confirmed the reported problem of metal shavings. An examination of the blade found galling on the inner and outer tubes along with several teeth worn down. The root cause of this failure could not be determined; however, metal shavings can occur if axial loading and excessive lateral forces are applied to the blade during use.

Event description:
The customer reported that during use of this shaver blade in a right knee arthroscopic procedure, metal shavings were observed in the surgical site. Follow-up with the customer found that not all metal shavings were retrieved through irrigation and suction. There was no report of serious injury or significant surgical delay related to this event. The surgery was completed using another shaver blade.